Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site following a recent permanent scs implant procedure that was confirmed through incision and drainage surgical procedure done by the physician. Symptom of drainage coming out from the incision site was noted. The physician did not believe it was device or procedure related. The patient was placed on antibiotics and underwent an explant procedure.